Event description:
Patient reports she was driving and pump serial number (B)(6) started alarming for occlusion. Patient reports she made sure the line was not kinked or twisted, but was unable to get the pump to stop alarming. When patient got home, she switched to her back up pump and then resolved the alarm on the malfunctioning pump. Patient then attempted to switch back to the original pump (that had been alarming) but it started alarming again and would not resolve. Patient switched back to their back up pump and stayed on that pump. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Current veletri dose: 19ng/kg/min.